Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was shifted to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up properly. A review of the system logfile confirmed malfunctioning of the flexviewing-pc. Upon functional testing, the fse found that the flexspot pc disk bay led was not powering on and the flexspot pc was not shutting off during shutdown. To resolve the reported issue, the fse replaced the disk bay. After implementing the changes on disk bay, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up properly. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.